Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
It was reported that the patient experienced a cerebrospinal fluid (csf) leak on (B)(6) 2019. The patient experienced a headache due to the csf leak. In turn, the patient had an epidural blood patch performed on (B)(6) 2019 to resolve the csf leak.

Event description:
It was reported that the issue has been resolved.